Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2014 with the following findings:the battery cap threads were observed to be damaged. The battery cap was found to be difficult to align the threads with a test pump. The battery cap was able to tighten to the pump until the o-ring was seated flush appropriately. No pump power issues were observed during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the battery cap was not screwing onto the pump properly. The reporter indicated that the battery cap threads did not seem to align properly when the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.